Event description:
It was reported that during testing conducted at the manufacturer facility, the cordless driver 3 was running in the incorrect mode; it was running forward when in reverse mode and running reverse when in forward mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was duplicated by the manufacturer service technician through functional evaluation, disassembly, and visual inspection. Upon visual inspection, the device was found with a non-stryker e box. It is possible a non-stryker component may cause the device running in the wrong mode as reported.